Manufacturer narrative:
Date of event: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported with the use of the 13x75 mm 2.0 ml bd vacutainer® plus plastic whole blood tube when the tubes were frozen at -95c the tubes were cracked when taken out of the freezer. There was no report of injury or medical intervention.